Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber tip is still attached; the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus adhesion on metal cap; the glass cap exhibits severe devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber tip detached" could not be confirmed; the fiber tip was still attached but a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped firing, and no aiming beam was observed. The fiber tip was observed to have become detached at 84,490 joules and was flushed out of the patient. The case was completed using an alternate (loop) procedure. Gland volume: 55 ml. Time expended: 22:27 minutes.